Event description:
Baxter received a report from a baxter technician stating the bed exit call was showing as a normal call. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No additional investigation was required as no patient injury or delay occurred, and troubleshooting activities could not identify any issues, equipment was functioning as designed. Customer did not respond to multiple attempts to follow up regarding the issue. No problem found after logging into server. No response from poc after multiple follow up attempts.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. ¿ ¿

Event description:
Baxter received a report from a baxter technician stating the bed exit call was showing as a normal call. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).